Event description:
A report was received that the patient's ipg and extensions were explanted due to an infection. The patient's ipg had also flipped within the pocket.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-9004-55 serial # (B)(4) description: precision connector m1 - 55 cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient's ipg was repositioned, not explanted as initially reported, due to infection risk. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that the patient's ipg and extensions were explanted due to an infection. The patient's ipg had also flipped within the pocket.

Event description:
A report was received that the patient's ipg and extensions were explanted due to an infection. The patient's ipg had also flipped within the pocket.

Manufacturer narrative:
Additional information indicated that there was no cicatrization and a lot of liquid at the level of the incision.